Manufacturer narrative:
(B)(4). Concomitant medical products: unk cup; unk femoral head. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10087 and 0001825034-2018-10089. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision of right hip due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products- m2a 38mm mod hd std nk # item 11-173662 lot unk, m2a 1 pc shell 38mmx64mm # item 15-105064 lot unk. Reported event was confirmed by review of op notes provided. Primary op notes were reviewed and no complications were noted. Review of the revision op notes confirms that the patient underwent a extensive synovectomy and excision of osteolysis lesion. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately five years post initial surgery due to wear. During the surgery, the surgeon found black fluid, consistent with metal debris. When they opened the capsule, there was a marked gray staining of the surrounding synovial tissue. Bone was removed from the shoulder of the prostheses and then noticed the stem was grossly loose. Osteolysis was noted on the acetabulum. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately five years post initial surgery due to wear. During the surgery, the surgeon found black fluid, consistent with metal debris. When they opened the capsule, there was a marked gray staining of the surrounding synovial tissue.